Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1, h6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Device analysis: visual analysis of the photographs identified a device labeled as right seems to be intact, however, due to the quality of the photographs, no other details can be observed. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.